Event description:
It was reported that during a deep brain stimulation (dbs) implant procedure, after the burr hole covers were placed, the physician began cauterizing the dura prior to inserting the cannula as part of the procedure. At that point, the patient went into atrial fibrillation (afib), and the case was aborted. The burr hole caps were left in place in case the leads are re-implanted at a later time. The cause of the incident remains unknown; a computed tomography (CT) scan was performed and appeared normal. The patient has since recovered and was referred to cardiology.

Manufacturer narrative:
Block d2b: additional applicable product codes: mhy. Additional suspect medical device components involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 36735449, UDI: (B)(4).